Event description:
It was reported that this patient experienced infection following the implant procedure. No further information was provided. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.